Event description:
It was reported that the cup was loose so the surgeon revised. The stem remained implanted. The catalog and lot codes were illegible on explant. The previous surgery was not performed local to this branch therefore, they were unable to obtain catalog and lot codes from the explants.

Event description:
It was reported that the cup was loose so the surgeon revised. The stem remained implanted. The catalog and lot codes were illegible on explant. The previous surgery was not performed local to this branch therefore, they were unable to obtain catalog and lot codes from the explants.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding the loosening of an unknown acetabular shell was reported. The event was not confirmed. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.